Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 504 mg/dl; cause was unknown. Customer self treated by administering a bolus via the pump and changing the cartridge and infusion set, and was treated with intravenous fluids and insulin via the pump at the hospital, to address the elevated bg. Customer was discharged 8 hours later with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.